Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that pump shut off unexpectedly. There was no adverse impact reported. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.